Event description:
It was reported that as lvp 20d 3ss cv tubing fell off. The following information was provided by the initial reporter: material no: 2426-0007, batch(lot) no: 20055499. It was reported that tubing fell off at the most distal y site. Additional information (customer response) 10-jul-2020: 1) the date/time of the event was (B)(6) 2020 at approximately 1300. 2) the line was primed, ready to connect to patient when the end of the tubing fell off- the fluid (which was thankfully just ns with potassium and magnesium) dripped on the patient (the tubing was in the IV pump so was clamped). This defective tubing was removed from the bag and a new infusion set was used. So there was a minor delay in the care yes. The biggest issue is that this same tubing is used for many of our chemotherapy drugs and had this been a chemotherapy medication, this could have caused harm to the patient in the way of skin irritation/burning. Tubing was primed in hydration bag. When going to connect to patient, the tubing at the most distal y site fell off.

Manufacturer narrative:
It was reported that tubing fell off at the most distal y-site received from the customer was one used primary set model 2426-0007, lot 20055499 (with its packaging pouch). The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. The primary set¿s tubing (p/n: tc10011704) was separated from the inlet port of the distal smartsite (p/n: 12274436) near the male luer. Fluid was leaking from the separation. Clear liquid was observed in the set¿s drip chambers and entire length of tubing. Visual inspection under magnification noted that both sides of the tubing had insufficient solvent applied at the engagement during the manufacturing process. A gap was also observed, indicating that the expected tubing was not fully inserted. Further handling/tug of the rest of the set's tubing engagements observed no separation or any issues. No other abnormalities were observed on the set during visual inspection. Functional testing was not performed due to the separated tubing and the leaking that would occur. A dimensional analysis on the used set was performed on the tubing (p/n tc10011704). The outer diameter of the tubing was measured and observed to be within specifications of "0.164 +/-0.003" inches. No dimensional testing was performed on the unused set as no issues were observed. Equipment used (measurement and testing performed on 11-sep-20). Ram optical instrumentation/eq08204/calibration due date 5-feb-2021. Device history record for model 2426-0007, lot 20055499 shows that the set was manufactured on 8 may 2020 with a total of (B)(4). There were no qn¿s (quality notification) issued during the production build of this lot for the failure mode reported. The root cause of the separation is due to a combination of factors related to insufficient solvent and improper assembly due to equipment and/or operator error. The issue of leaking tubing to smartsite inlet or outlet port is also currently being addressed under a corrective action (tw CAPA 475391). Although the corrective actions were implemented prior to the manufacturing of this lot 20055499, the CAPA was closed as "effective" in mitigating this defect and will continue to be monitored for an increase in frequency. H3 other text: see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d 3ss cv tubing fell off. The following information was provided by the initial reporter: material no: 2426-0007, batch(lot) no: 20055499. It was reported that tubing fell off at the most distal y site. Additional information (customer response) 10-jul-2020: the date/time of the event was (B)(6) 2020 at approximately 1300. The line was primed, ready to connect to patient when the end of the tubing fell off- the fluid (which was thankfully just ns with potassium and magnesium) dripped on the patient (the tubing was in the IV pump so was clamped). This defective tubing was removed from the bag and a new infusion set was used. So there was a minor delay in the care yes. The biggest issue is that this same tubing is used for many of our chemotherapy drugs and had this been a chemotherapy medication, this could have caused harm to the patient in the way of skin irritation/burning. Tubing was primed in hydration bag. When going to connect to patient, the tubing at the most distal y site fell off.